Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 94mm diameter abdominal aortic aneurysm. It was reported that the patient presented to the ER with abdominal pain. It was noted on CT exam that the patient had a type iii separation endoleak of the left iliac. It was noted that the patient received treatment on (B)(6) 2017 with the placement of an endurant stent graft limb (16x16x156mm). It was reported that the endoleak was resolved by bridging of the stent grafts together. As per the physician, the cause of the event was due to aortic anatomy remodelling. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Film evaluation summary several still angiograms and a single CT from an unknown post-implant study were returned. No scale was seen on the films; therefore, no stent graft or vessel measurements could be performed. The films confirmed that the left iliac limb had detached from the bifurcate ipsi limb and there was a resulting type iii junctional endoleak. The bifurcate ipsi limb on the right side appeared essentially straight, and the detached left iliac limb at the former overlapping junction was angulated ~90 deg to the junction. The distal end of the detached left limb appeared to still be within the left iliac artery, and the left limb was patent. No issues were seen with the contra limb and right limb extension. The exact cause of the left limb detachment and resulting type iii junctional endoleak could not be determined from the limited films provided. The anatomy at implant is unknown, the amount of component overlap at implant is unknown, and earlier post-implant films were not available for review. Several still angiograms and a single CT image confirmed that the left iliac limb had detached from the bifurcate ipsi limb and there was a resulting type iii junctional endoleak. The detached limbs were angulated ~90 deg to each other and the detachment occurred within the unsupported distal aaa sac. The distal end of the detached left limb appeared to still be within the left iliac artery and the left limb was patent. No scale was seen on the films; therefore, no stent graft or vessel measurements could be performed. It is possible that aneurysm morphology changes with increased aortic and iliac tortuosity may have led to the detachment. If information is provided in the future, a supplemental report will be issued.